Event description:
It was reported that a pmw35 was used during a popliteal posterior tibial bypass. It was reported by the affiliate that on 1 day post-op, 2/3rds of skin staples fell out of leg wound. Surgeon notified "a.d.o.n.", who in turn spoke to the clinical nurse. The leg wound now was left open as skin was friable and leg wound not approximated. Wrapped with guaze and bandage.